Event description:
The customer reported that during a code (no pt details reported), an attempt was made to use the lifepak 9 defibrillator/monitor to administer a shock to the pt. The unit was charged to 200 joules. The physician decided instead to use 360 joules and the energy selection was changed. The unit allegedly dumped the stored energy internally prior to 60 seconds after achieving a full charge. A lifepak 8 defibrillator was used as a backup and after being attached to ac power, allegedly failed to turn on immediately. Another backup defibrillator was made available and used. The pt's outcome was described as ok.